Manufacturer narrative:
This event is recorded by zimmer biomet under - (B)(4). G2: foreign - event occurred in australia. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that before the surgery air motor seized and there was no rotation. There was no patient impact. Due diligence is complete. No additional information is available.